Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the pacemaker was explanted from the pocket and was taped to the patient's chest as a temporary pacing device. There were no additional adverse patient effects reported. The pacemaker was connected to a temporary wire and was later explanted when the infection healed.